Manufacturer narrative:
Conclusion: potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others, and a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. The valve was snared into the ascending aorta, when the valve was snared it was reported that the valve shape became deformed. The evolut system instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive root cause of the valve shape became deformed could not be determined with the limited information provided. However, this was observed after the valve was snared which may play a role. A variety of factors can influence the onset of stroke. It was reported that the complexities of the valve implant procedure caused the stroke. However, a conclusive cause could not be determined from the limited information available. Stroke is a known potential adverse effect per device IFU. This event does not indicate device misuse or malfunction. Additionally, the event description does not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus. Due to the dislodgement, the valve was snared into the ascending aorta. The coronary perfusion came from underneath the valve and the risk for a coronary occlusion was high. When the valve was snared into the ascending aorta and the valve shape became deformed. Following the procedure, a computed tomography (CT) scan confirmed that a stroke occurred. A thrombectomy was performed and suction tubes were used as treatment for the stroke. Symptoms of the stroke were alleviated, with some disability that remained, but it was unknown if there will be permanent disability. It reported that the complexities of the valve implant procedure caused the stroke. No additional adverse patient effects were reported.